Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Customer change the syringe needle and cartridge was successfully filled. Customer's blood glucose was 127 mg/dl.